Event description:
The customer reported issues with the keypad and the numbers on the screen were ramping on their own. The blood glucose reading at time of call was 190mg/dl. The caller stated that the insulin pump has been dropped on the floor, and the device is cracked at the end cap sticker. The caller also mentioned that the wires are exposed. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. No unexpected numbers ramping on their own noted. The insulin pump was received with a cracked end cap. No missing dome label sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.